Event description:
After 6 1/2 years of successful cochlear implant use, the pt reportedly developed a sore under the speech processor's earhook. The earhook was exchanged several times with no resolution. Around 2005, the pt developed a fever and had pain on the implant side. The pt reportedly was hospitalized and vancomycin was administered. The pt fully recovered.